Manufacturer narrative:
A malfunction discovered during analysis discovered two external abrasions at 5.3cm to 6.0cm and 17.7cm to 17.8cm from the distal tip breaching the outer insulation exposing the outer coil at distal region consistent with friction to another device or features of the heart from the distal tip.

Event description:
This report is to advise of an event observed during analysis.